Manufacturer narrative:
Age at time of event: 18 years or older. The device was returned for analysis. Visual inspection revealed that the distal end was bent approximately 125mm from the end of the distal tip. The irrigation tubing was torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid was found on the handle, shaft and distal end. Dried saline was found on the distal end and inside several irrigation ports. The center support was bent along distal end.

Event description:
It was reported that the irrigation port was leaking. During an ablation procedure for atrial fibrillation (af) and premature atrial contractions (pac)/palpitations with an intellanav mifi open-irrigated ablation catheter, the irrigation port was leaking. The procedure was completed with a different device. No patient complications occurred. No further information was provided.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the irrigation port was leaking. During an ablation procedure for atrial fibrillation (af) and premature atrial contractions (pac)/palpitations with an intellanav mifi open-irrigated ablation catheter, the irrigation port was leaking. The procedure was completed with a different device. No patient complications occurred. No further information was provided.